Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2014. Retain and returned cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.42 on a female patient. There was no additional patient information available at the time of this report. Date method result sample type sample test time (B)(6) 2014 I-stat 0.00 wb a 4:15am (B)(6) 2014 I-stat 0.42 wb b 8:00am (B)(6) 2014 vitros 5600 <0.01 plasma b 30-60 min later (B)(6) 2014 I-stat 0.01 plasma b unk (B)(6) 2014 vitros 5600 0.01 plasma b unk there were no injuries reported with this event.